Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead had increased pacing thresholds following the implant procedure (from 1.6v/0.4ms to 2.6v/0.4ms). A second threshold measurement was also conducted and remained increased (2.3v/0.4ms). A revision procedure ensued. When the lead was removed from the device, the threshold measurement was 1.2v/0.4ms. Once connected again to the device, the threshold was 1.7v/0.4ms which was found to be acceptable. No additional adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.